Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the device had a faulty motor causing the overheating, and a damaged wire causing the failed breakout box assessment. It was further observed that the cord had a cut in it and was damaged, and the device had a component damage. It was further determined that the device failed pretest for visual assessment, break out box motor assessment, and temperature assessments. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to user, which is user error. UDI: (B)(4).

Event description:
It was reported that the motor device had an undetermined malfunction. It was further reported that the hose was damaged and had a slit in it. During in-house engineering evaluation, it was observed that the device generated heat. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.